Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Visual inspection was performed and the following observations were noted: tamper seals were not intact. Cracked on top case on lower right corner also cracked on right plunger case and bottom case. Functional and occlusion testing was conducted. Motor rate error was found during occlusion test. Battery issue was found not charging with the ac power plugged in. Motor rate error was also identified in event history log review. The reported issue was confirmed. The root cause was determined to be normal wear due to device age. Battery was noted as over three years old. The following actions were taken: replaced motor assembly, leadscrew, clutch halves and battery. Additional repairs included: installed cable guard, replaced top case, right plunger case and bottom case. Device functional and occlusion tests all passed after repair.

Event description:
It was reported that the device presented a motor rate error message. The battery would not hold a charge and the housing was broken. No patient injury was reported.